Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 6 am with a high blood glucose level of 700 mg/dl. Customer was wearing the pump at the time of hospitalization. The customer had a sinus infection at the time of the call. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.